Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information available, it was reported to coloplast on (B)(6) 2022, that there was an incident with the involvement of speedicath compact male catheter. Following the very limited information provided, the catheter broke inside of the patient's bladder and surgery was required. Attempts were made to collect more details around the incident circumstances; however, they were unsuccessful. No further information available to date.